Event description:
It was reported to philips that the system could not boot up. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. Troubleshooting determined that the host pc could not boot up due to the pc battery having no power. The fse replaced the host pc battery. After the host pc battery was replaced, the system was returned to use in good working order. The codes were updated based on the investigation outcome.